Event description:
On july 29, 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure on four days earlier. According to the complainant, during preparation, the anchoring balloon leaked. The procedure was completed with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.